Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation in-going.

Event description:
Country of complaint: (B)(6). During use, the grafts produced are not consistent in thickness. During intra-operative the product operated differently, thick cutting edge, uneven. This component ga643_acculan ii dermatome, is component to product gb228r_dermatome blades f/wagner dermat.sterile.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: ga643 / serial number (B)(4) / batch number 51399085 / manufacture date 05/03/2007 received for evaluation. Functional testing indicated no failure of the device. The device does not display any issues. The settings of the device are correct; the levers get jammed and cutting is done properly. Cutting with OEM blades was completed and the cut was as expected; the same results occurred when cutting with customer's blades (also received for evaluation; item gb228r / batch number 52164593). No failure of the device was found, therefore, manufacturing records were not reviewed. Corrective/preventive action is not necessary.